Event description:
A customer reported receiving a sensor scan reading of 91 mg/dl on his adc freestyle , which was lower when compared to a built-in meter meter reading of 193 mg/dl. The customer further reported that he "felt that he had high blood sugar even though the reader said it was low". The customer had contact with an an hcp and was treated with fast acting insulin and long acting insulin. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.   The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required.   Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release.    All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release.   If the product is returned, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a sensor scan reading of 91 mg/dl on his adc freestyle , which was lower when compared to a built-in meter reading of 193 mg/dl. The customer further reported that he "felt that he had high blood sugar even though the reader said it was low". The customer had contact with an hcp and was treated with fast acting insulin and long acting insulin. There was no report of death or permanent impairment associated with this event.